Event description:
It was reported "hub broke off the sheath dilator/introducer during initial insertion to the patient's vessel." No patient harm or injury. No medical intervention required. There was no delay to therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one psi kit for evaluation. Signs-of-use were observed on the returned dilator. Dimensional analysis was not required as a part of this complaint investigation. Functional analysis was not required as a part of this complaint investigation. Additional testing was not required as a part of this complaint investigation. All complaints are trended across product families on a monthly basis. A device history record review was performed with no relevant findings. Additional document review was not required as a part of this complaint investigation. A CAPA has been previously initiated for this issue. The CAPA investigation indicates the root cause is design related. Corrective actions have not yet been implemented. The customer report of the hub separated from the dilator was confirmed through complaint investigation of the returned sample. The dilator was separated directly adjacent to the hub. The material at the points of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. A CAPA has been previously initiated for this issue. The CAPA investigation indicates the root cause is design related . Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.